Manufacturer narrative:
The device was returned for evaluation. Visual inspection revealed that the balloon was not folded, indicating exposure to positive pressure. A longitudinal tear was observed in the balloon material, measuring approximately 38 mm in length. The tear extended from approximately 7 mm distal to the proximal marker band to approximately 5 mm distal to the distal marker band. Due to the presence of the longitudinal tear, inflation testing could not be performed. Visual examination showed no evidence of damage to the device tip. Visual and tactile inspection of the shaft revealed no kinks or damage. Both marker bands were present and intact on the shaft. This concludes the product analysis.

Event description:
Reportable based on the device analysis completed on 5jan2026. It was reported that balloon failure to inflate occurred. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon continuous contrast medium leakage was observed and the balloon failed to expand. The procedure was completed using with another of the same device. There were no patient complications reported as a result of this event. However, complete device analysis revealed, a longitudinal tear.